Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within range. No blank display noted. The insulin pump passed the unexpected restart alarm test. No unexpected restart alarm or external ram error alarms noted. The insulin pump passed prime, displacement and basic occlusion tests. However the insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. The insulin pump was received with a cracked reservoir tube lip and scratched display window noted.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the pump had motor error alarm and blank display. The blood glucose at the time of the incident was 62 mg/dl. He states the pump is not working, because it does not turn on. After removing and reinserting the battery the pump alarmed motor error and external ram error. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.